Event description:
Clinical information crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor titan valve was chosen for a procedure using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done using a 24mm non- abbott balloon. During procedure, the activated clotting levels were 373s and heparin was administered. The mean aortic valve gradient was 7.2 mmhg and stent diameter at aortic side was 32mm and annulus side was 31mm. The valve was implanted on a depth of 9.1mm at left coronary cusp and 5.3mm at non-coronary cusp (ncc). After the procedure, the patient began experiencing symptoms. On the same day, electrocardiogram (ECG) showed a left bundle branch block. No treatment or no intervention performed for heart block.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition and heart block (left bundle branch block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of this type of arrhythmia, it is unknown if there was any calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5.3mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding how the implant depth was chosen. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.